Manufacturer narrative:
Correction: after further review, the file is now deemed not reportable. Please disregard file. H3 other text : only event log was provided for investigation.

Event description:
It was reported that there was a patient incident involving a pcu and patient controlled analgesia pump, and the customer is requesting a log keystroke analysis to determine if this was user programming error versus pca tampering. The event was discovered when the pump alarmed for empty syringe earlier than expected. The midazolam syringe (size 50ml, concentration 250mg/50ml) was found empty after about 3 hours (pump started after 0400 and found empty before 0800). Midazolam was programmed as a continuous infusion at a high basal rate using a pca module (no patient dose request cord) in order to protect from diversion because the facility does not use syringe pumps or large volume pumps with lockbox for narcotic drips. The nurse who reported the incident stated the rate was 40mg/hr, however it is the medication safety specialist's best guess that the rate more likely should have been 20mg/hr. The patient was diagnosed with covid-19, and was already purposely heavily sedated on ventilator and vasopressor support. There was no patient impact due to the event. There is no record of additional treatment given, clinical effects (vital sign changes), or vasopressor titration changes due to the event.

Manufacturer narrative:
The event log was provided and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient diagnosis: covid-19 respiratory failure. Although requested, a4 was not provided.

Event description:
It was reported that there was a patient incident involving a pcu and patient controlled analgesia pump, and the customer is requesting a log keystroke analysis to determine if this was user programming error versus pca tampering. The event was discovered when the pump alarmed for empty syringe earlier than expected. The midazolam syringe (size 50ml, concentration 250mg/50ml) was found empty after about 3 hours (pump started after 0400 and found empty before 0800). Midazolam was programmed as a continuous infusion at a high basal rate using a pca module (no patient dose request cord) in order to protect from diversion because the facility does not use syringe pumps or large volume pumps with lockbox for narcotic drips. The nurse who reported the incident stated the rate was 40mg/hr, however it is the medication safety specialist's best guess that the rate more likely should have been 20mg/hr. The patient was diagnosed with covid-19, and was already purposely heavily sedated on ventilator and vasopressor support. There was no patient impact due to the event. There is no record of additional treatment given, clinical effects (vital sign changes), or vasopressor titration changes due to the event.